Manufacturer narrative:
(Initial reporter phone): (B)(6). (B)(4). The returned speedband superview super 7 (ligator housing and irrigation tube) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached including the suture. The bands were not damaged, and the suture was well placed in the ligator housing; however, the suture thread was broken. The device was observed under magnification, and both the ligator housing teeth and the suture hole were on good condition. No other problems with the device were noted. The product analysis revealed that the suture thread was broken. It is possible that the manipulation or the technique used during preparation could have affected the device causing the rupture of the suture thread. Since the handle assembly was not returned, it is not possible to carry out a more thorough investigation to determine the influence of the device on the reported event. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus in an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During preparation, it was noticed that "the tie wire of cap was too short for ligating." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the suture was broken. Please refer to block h10 for full investigation details.